Manufacturer narrative:
The patient with this lead and device will continue to be monitored via latitude and follow up per the routine schedule. If any additional information related to this incident becomes available, this event will be updated.it was later reported that shock impedance was fluctuating. The pocket was opened to evaluate the system. Visual observation revealed that the rv lead was fractured near the proximal pin. The lead was surgically abandoned. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that a latitude red alert was issued for high impedance with this implantable right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD). A clinician reported that the shock impedance was >125 ohms. No further high impedance measurements have been reported. Impedance has been fluctuating between 40-70 ohms. A boston scientific crm technical services (ts) consultant discussed trying to recreate noise on the shock channel or continue to monitor the patient for now. The patient had never had noise on the shock channel in the past. Ts discussed that this could be a loose setscrew issue or the beginning of a lead fracture/crush and recommended close observation. This was a chronic lead and ts discussed that they could also look at the lead diagnostics from the old device to check for evidence of noise.